Event description:
The customer reported that a patient received 72ml of tpn instead of the 11.25ml indicated by the pump¿s volume infused value. The bag contained 162.4ml when it was started at 2230 at a rate of 2.9ml/h. The result of the patient¿s scheduled glucose check at 0215 was greater than 800mg/dl (confirmed with a repeat test) so the user checked the bag volume and noted that it was less than expected. The volume remaining in the bag measured at 65ml. Assuming a volume in the IV set of approximately 26ml, the customer calculated an infused volume of 72 ml. The rate on the device was confirmed to have been programmed at 2.9ml/h and no discrepancies were noted by the customer in the event log, therefore they suspect that a device malfunction occurred. The patient required several medical interventions due to changing lab results and required transfer to a higher level of care.

Manufacturer narrative:
The customer complaint of an over infusion of tpn could not be confirmed or replicated. Physical inspection of the returned pump module was performed, and no issues related to the reported event were noted. Functional testing was performed on the returned administration sets, and no leaks were observed during testing. Analysis of the concomitant pc unit event log showed the pump module infusing starter tpn-d10w on the day of the reported event. The profile was determined to be neonatal. On (B)(6) 2015 at 2:44 am the initial starter tpn-d10w was programmed. The user entered a rate of 1.5ml/hr with a vtbi of 15ml and started the infusion. At 2:57 am the user changed the rate to 1.1ml/hr and started the infusion. At 4:25 pm the user changed the vtbi to 9ml and started the infusion. At 10:22 pm the user changed the rate to 2.9ml/hr and the vtbi to 50ml and started the infusion. This was approximately the time the customer reported that a new IV bag was hung. At 10:23 pm the user cleared the primary volume infused of 15.78ml. On (B)(6) 2015 at 2:02 am the user changed the rate to 3.3ml/hr and started the infusion. At 2:09 am the user changed the rate to 2.9ml/hr and started the infusion. At 2:15 am the user paused the pump module, and then at 2:21 am powered it off. The primary volume infused was recorded as 11.248ml. Rate accuracy testing found the device to be delivering fluid within specification. A timed rate accuracy test was also performed at the reported incident rate for one hour. The device was found to be within specification, with no periods of unregulated flow observed. The root cause of the customer complaint of an over infusion of tpn could not be determined.

Manufacturer narrative:
Concomitant product: ICU medical microclave; 4 way stopcock, therapy date (B)(6) 2015. The customer¿s report of an over infusion of tpn was confirmed. Physical inspection of the pump module determined that the membrane frame was found to be a non-carefusion part. The concomitant pc unit event log showed the pump module infusing starter tpn-d10w on the day of the reported event. The profile was determined to be neonatal. On (B)(6) 2015 at 2:44 am infusion was programmed at 1.5ml/hr with a vtbi of 15ml. Between 2:57 am on (B)(6) 2015 and 2:09 am the following day, various changes were made to the rate and vtbi. At 2:15 am on (B)(6) 2015 the user paused the pump module, and then at 2:21 am powered it off. The primary volume infused was recorded as 11.248ml. Rate accuracy testing was performed and the actual rate was found to be out of specification at 270.94ml/hr (+9,242.85% error). During testing there were periods of unregulated flow observed. The root cause of the reported over infusion was determined to be the use of a non-carefusion membrane frame assembly.